Manufacturer narrative:
Device return is not required. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a cgm (dex 012) issue. It was reported that the continuous glucose monitoring (cgm) readings were inaccurate as compared to the finger stick blood glucose (bg) values. The cgm reading was 135 mg/dl, and the meter read 43 mg/dl. Training misuse causes were identified as; the patient not using the same commercially distributed blood glucose meter for accuracy comparisons and calibrations, the sensors were not sorted at room temperature, the patient did not wait the ten minutes since the calibration before comparing the bg values. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user reacting to incorrect continuous glucose monitoring data which may lead to bg excursions.